Event description:
Philips received a complaint on a cardiac workstation 7000 indicating that the pim module is not recording the ECG properly. This was identified during testing/quality control. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included efforts to reproduce the reported issue. The field service engineer (fse) performed troubleshooting using ECG simulation and was able to replicate the problem. Based on the troubleshooting results, it was determined that part number 453665074741 (cw 12l pim support part, aami) required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty patient interface module (pim). The issue was resolved by replacing the part and the product is back in service.